Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms. The calcified, 90% stenotic lesion was located in the proximal left anterior descending (lad) coronary artery. The procedure was successfully completed with a different device. No patient injuried or complications were reported. Patient status is reported as "good".